Event description:
A (B)(6) female patient had a transsphenoidal tumor removed on an unknown date. On an unknown date, the limitorr system did not drain properly from the burette into the drainage bag below the burette. There appeared to be an occlusion of some type in the tubing portion between the burette and the drainage bag. Attempts made by the staff to squeeze the burette or the portion of the tubing did not improve the drainage of the csf from the burette into the bag. The medical doctor (md) on call had to change out the lumbar drain. It was reported that it can take the md anywhere from thirty minutes to two hours to replace the drain. There was no injury to the patient. The patient was still in the hospital. The rn reported that she did not know which of the two sample lot numbers the following patient information belonged to. Cross referenced to MFR report # 2648988-2010-00055.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.